Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) a 150 ml buretrol which was detached. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.